Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed, when add'l details become available.

Event description:
It was reported that a precharge voltage error was presented by the 9900 system during demo installation. It was noted that the system was not used by the customer, as this error was observed during the demo installation.